Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, versys femoral head, 32 mm -3.5 mm, lot # unknown. Item # unknown, versys fiber metal taper stem, size 13 mm, lot # unknown. Item # unknown, longevity poly acetabular liner, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05109, 0001822565-2019-03082, 0001822565-2019-03084.

Event description:
It was reported that the patient was revised on an unknown date due to unknown reasons. No further information available at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.